Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unknown issue; which is life threatening and requires hospitalization. No further information is known, at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product will not be returned. Should the product be returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information from the field representative indicated that the physician was worried that the lead had dislodged. As a result, the lead was explanted and replaced. It was also noted that the lead would not be returned as it was discarded, at the time of the revision. No additional adverse patient effects were reported.